Event description:
The manufacturer received information alleging a ventilator would not pass oxygen calibration. There was no harm or injury reported.   The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. A service required alarm condition was observed in the device's downloaded event log. The device's system board needs to be replaced to address the issues. The unit was scrapped.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator would not pass oxygen calibration. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. A service required alarm condition was observed in the device's downloaded event log. The device's system board needs to be replaced to address the issues. The unit was scrapped. The system board was evaluated by the manufacturer's product investigation laboratory (pil) and found the system board functioned as designed and operated with any issues.